Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "eyesight problems, sweats". The pt reported that pt was unable to get a result on the meter. The meter allegedly was prompting "not ok". There was no result obtained from the pt's meter. There was no result documented from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The pt borrowed another meter. No further info has been reported.